Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the error message "! Int. Battery not charging" was shown on the display of the affected device. The ventilation failed during patient transport. After the event, the device was found by dräger service at the customer's site with a red charging led. No patient health consequences were reported.

Manufacturer narrative:
The investigation was based on the provided information and logfile analysis of the affected oxylog 3000plus device. The charging issue could be confirmed based on the logfile analysis. However, all alarms were generated as specified (battery related alarms and charging led was red). According to the instructions for use, the actions documented in accordance with the alarm shall be performed. Therefore, the user is informed to make sure that the battery is always removed and reinserted or replaced after occurrence of the ¿no int. Battery charging¿ alarm message, without removing the device from mains supply. In the current event, the user did not react to the error situation in accordance with the instructions for use. If the battery is further discharged the alarm "charge int. Battery" is displayed and in case of a discharged battery the device alarms visually and acoustically (alarm message "int. Battery discharged"). The ventilation function stops. In this case an alternative independent ventilation device has to be used instantly, as described in the instructions for use. In the current event, the alarm ""! Int. Battery not charging" was displayed immediately when the device was switched on and then repeated. A few minutes later, the "charging internal battery" alarm was displayed, indicating that approx. 10 minutes of running time remained. The device then switched to internal battery operation with the corresponding alarm message "!!! Int. Battery in operation" after the connection to the external power supply was disconnected. When the internal battery was completely discharged, the ventilation function was interrupted. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the error message "! Int. Battery not charging" was shown on the display of the affected device. The ventilation failed during patient transport. After the event, the device was found by dräger service at the customer's site with a red charging led. No patient health consequences were reported.